Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: broken shell, missing shell and underweight. A visual and microscopic analysis was performed which identified wear abrasion, missing orientation dot and sharp broken on anterior due to a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp break on the anterior due to a surgical impact opening and a missing shell and orientation dot due to inconclusive. Reason for reoperation: rupture.

Event description:
Physician reported ruptured device, diagnosed by ultrasound and MRI. The device was explanted and not replaced. Left side.